Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06851. It was reported that the rotawire became fractured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink plus and rotawire were selected for use. During the procedure, the rotaburr was advanced and ablation was performed 5 times at 180,000rpm. However, it was noted that the rotawire became trapped and became detached after it was pulled out. A portion of the detached rotawire was retrieved with a snare; however a piece remained in the patient's aorta. An unspecified stent was placed from the proximal to the mid rca and the procedure was completed. No further patient complications were reported.

Event description:
Same case as MDR ID: 2134265-2018-06851. It was reported that the rotawire became fractured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink¿ plus and rotawire were selected for use. During the procedure, the rotaburr was advanced and ablation was performed 5 times at 180,000rpm. However, it was noted that the rotawire became trapped and became detached after it was pulled out. A portion of the detached rotawire was retrieved with a snare; however a piece remained in the patient's aorta. An unspecified stent was placed from the proximal to the mid rca and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
Updated device evaluated by MFR., eval summary, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer, sheath, coil, and burr were microscopically and visually inspected. The air hose and fibre optic cable were cut-off when received and not returned for analysis. The annulus of the burr was damaged, flared and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use at a high speed. Functional testing could not be performed as the air hose and fibre optic cables were cut-off. So the advancer was dismantled to check the ultem. The ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).